Event description:
It was reported that the insulin pump had an absence of a low predictive alert, which did not inform the customer of a low sensor glucose prediction, and that the customer was unable to calibrate the sensor. The blood glucose reading was 117 mg/dl. The customer declined troubleshooting for the low blood glucose issue. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.